Event description:
The pump was over and underinfusing > 15% the last 18 months. It was overinfusing as much as 25% and underinfusing as much as 20%. The hcp reported the patient had experienced no recent infection, flying, sauna, or spa. The pump had been refilled 20 days prior to explant and it was expected that 20mls should have infused. The amount left in the 60 ml pump was 34 mls, meaning 26 mls had infused which was a 30% overinfusion. The patient outcome was not reported. A follow up report will be sent when additional information is received.